Event description:
A report was received alleging that following use of the listed device for blood collection, the needle was not fully captured in the safety device. The report states that the clinician endured a needle-stick injury from the exposed needle. The clinician received treatment consistent with the facility's internal protocol for blood exposure. No permanent adverse effects to the clinician have been reported. There was no patient injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.